Event description:
It was reported that this electrode exhibited high, out-of-range shock lead impedance measurements measuring, 270 ohms. Technical services (ts) recommended to evaluate in secondary and alternate while doing isometric/palpitation testing and to get x-rays. Ts informed the lead will likely need to be revised. At this time, the electrode remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead.

Event description:
It was reported that this electrode exhibited high, out-of-range shock lead impedance measurements measuring, 270 ohms. Technical services (ts) recommended to evaluate in secondary and alternate while doing isometric/palpitation testing and to get x-rays. Ts informed the lead will likely need to be revised. At this time, the electrode remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high, out-of-range shock lead impedance measurements measuring, 270 ohms. Technical services (ts) recommended to evaluate in secondary and alternate while doing isometric/palpitation testing and to get x-rays. Ts informed the lead will likely need to be revised. At this time, the electrode remains in service. No adverse patient effects were reported.